Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported that in emergency, the user stated that the guide wire bends easily, and deformed when attempting to pass the catheter. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence. The patient involved was a (B)(6) yr/old female.